Event description:
Customer reported an issue with the touchscreen of their insulin pump, as it was unresponsive and the screen was frozen. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with pump reset information, but the issue persisted, and it was decided to replace the pump. The customer opted to use multiple daily injections as a backup therapy to maintain insulin delivery until a replacement pump, featuring updated software and training availability, was sent to them. The customer was informed of the shipping process, storage instructions for the defective pump, and the steps to return it using a pre-paid ups label.